Event description:
Philips received a complaint from customer biomed reporting the touchscreen on the v60 ventilator was unresponsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised touchscreen replacement and provided the part details to the customer. The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised touchscreen replacement and provided the part details to the customer. The bme confirmed the touch screen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.